Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) (at 6:45 am), the patient reportedly obtained a blood glucose reading of "149 mg/dl" with the subject meter. Fifteen prior to the start of the alleged issue, the patient reportedly was experiencing a symptom of slurred speech. According to the csr's documentation, 5 minutes after the alleged issue occurred, the patient consumed glucose tablets/glucose gel as self-treatment and 30 minutes after the reported meter issue occurred she reportedly tested with another device; however, the reading is not known. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. The csr also noted that the patient no longer has the test strips available. A replacement meter was sent to the patient. The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started 15 minutes before the reported issue first occurred. There was no evidence of a delay in treatment. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Test strip lot number: not provided.